Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-04585. The patient's trial leads were removed on (B)(6) 2016. It was noted the wound had a yellowish drainage when the leads were removed. The area was cleaned with alcohol and no other drainage was found. The patient's antibiotics were extended four days.